Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that illuminator ports 1 and 2 were dim during a retinal procedure. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The system was cleaned and the illuminator was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 26, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming illuminator. However, how or when the product became nonconforming could not be determined. (B)(4).